Manufacturer narrative:
Approximate age of device ¿ 1 day (the day of implant). The modular cable is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the intra-operative pump preparation phase of the left ventricular assist device (lvad), incompatibility of the vad modular cable with the main system controller was observed. When trying to connect the back-up system controller with the same modular cable, the same issue occurred. The modular cable did not fit with the system controller connection. A new modular cable from the back-up implant kit was utilized and fit into the main and the back-up system controllers correctly. No additional information was provided.

Manufacturer narrative:
This event occurred at (B)(6) hospital (B)(6) saudi arabia. Section h1: correction. Section d10, e1: additional information. Investigation conclusion: analysis of the returned modular cable, lot number 6675091, confirmed excessive cured potting material at the bottom of the controller connector which prevented full connection with the controller. The reported event was able to be reproduced. The modular cable, lot number 6675091, was returned in like-new condition. The outer jacket and bend reliefs showed no evidence of damage or discoloration. Examination of the modular cable inline connector and controller connector revealed no evidence of bends or other damage to the pins. The area around the pins did not show any evidence of fluid ingress. The inline connector o-ring was properly seated within its groove and showed no signs of damage. The controller connector was examined under a microscope and a small piece of debris was noted within the bottom of the connector. An attempt was made to connect the mod cable with two test controllers and the controller connector would not lock into either controller. Despite the mod cable not locking into the test controllers, an electrical connection was able to be made with the cirris tester to evaluate the integrity of the mod cable¿s wires. The cable passed electrical testing without issue. The modular cable was then shipped to manufacturing for further analysis. Visual analysis of returned cable indicated excessive cured potting material at the bottom of the controller connector which prevented full connection with the controller. The likely cause for how the cable passed receiving inspection 100% functional test was a worn-down bulkhead test fixture connector. The affected test fixture was quarantined and scrapped, and preventative maintenance is to be applied to the remaining test fixtures. Abbott will continue to monitor this issue. The hm3 lvas IFU outlines the steps for attaching the modular cable to the system controller and cautions that if the controller safety lock cannot fully close to cover the red button, the connector is not fully connected. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's updated investigation conclusions: analysis of the returned modular cable, lot number 6675091, confirmed excessive cured potting material at the bottom of the controller connector which prevented full connection with the controller. The reported event was able to be reproduced. The modular cable, lot number 6675091, was returned in like-new condition. The outer jacket and bend reliefs showed no evidence of damage or discoloration. Examination of the modular cable inline connector and controller connector revealed no evidence of bends or other damage to the pins. The area around the pins did not show any evidence of fluid ingress. The inline connector o-ring was properly seated within its groove and showed no signs of damage. The controller connector was examined under a microscope and a small piece of debris was noted within the bottom of the connector. An attempt was made to connect the mod cable with two test controllers and the controller connector would not lock into either controller. Despite the mod cable not locking into the test controllers, an electrical connection was able to be made with the cirris tester to evaluate the integrity of the mod cable¿s wires. The cable passed electrical testing without issue. The modular cable was then shipped to manufacturing for further analysis. Visual analysis of returned cable indicated excessive cured potting material at the bottom of the controller connector which prevented full connection with the controller. This defect was a confirmed manufacturing issue. A change order was opened to introduce mechanical fit check to be performed to catch this defect. In addition, production of defect cable is ceasing, and latest modular cable model will have less likelihood of this type of defect due to a change in design. The latest modular cable model will also allow for better visual inspection due to this design change. A change order has also been opened in order to introduce 100% visual inspection on this new mod cable model. The hm3 lvas IFU outlines the steps for attaching the modular cable to the system controller and cautions that if the controller safety lock cannot fully close to cover the red button, the connector is not fully connected. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable was shipped in the implant kit for (B)(6) on 20dec2018. No further information was provided. The manufacturer is closing the file on this event.